Event description:
Patient's spouse called in 5/02 regarding patient's one touch ii meter. Spouse alleged that the meter was reading inaccurately low. Patient had been using expired strips and getting "normal" readings at home "in the 100's". Patient's spouse could not provide the specific readings at home, or the lab results. The time difference between the tests was 30 minutes. Patient visited the doctor and blood glucose result at the doctor's was "high" and patient was taken to the hospital and was kept there for 7 days. No further information has been reported.